Manufacturer narrative:
Sections d4, h4: additional information. Section a4: attempts for patient weight were made, the site did not provide this information. Manufacturer's investigation conclusion: the customer reported that a heartmate ii controller power lead connector terminal was lodged the power lead connector of the patient¿s battery clip. The customer replaced the clip and controller. The parts had been issued to the patient at implant ((B)(6) 2015). The customer also replaced the patient¿s power module patient cable as a pre-caution. A controller event log file was submitted for review. Technical service reviewed the log file and noted low operating voltages when the patient was using the power module. These low operating voltages are indicative a faulty patient cable. The customer replied to requests for additional event information. Noting that no products would be returned for evaluation. The heartmate ii lvas patient handbook instructs users to use care when connecting and disconnecting power sources. Maintenance of heartmate batteries and clips periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use and the heartmate ii lvas patient handbook. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-03207, 2916596-2020-02892. It was reported that the patient's battery clips and controller were exchanged due to a damaged/broken pin in the black power cable on the controller and a lodged pin in one of the holes of the clip. The patient's power cable was also replaced because the account assumed that the power cable may have also been damaged since she was unable to hook the patient's black cable to her power module cable. The patient was able to hook her black cable to her power module at home. A review of the log file noted that the supply voltages are low when the patient was connected to the power module. The power cable exchange should have resolved this issue. There were no other unusual events noted.